Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited an error message that noted a device parameter reset had occurred and erroneous magnetic resonance imaging (MRI) values were detected. The device was restored to original settings. The patient condition was stable before, during, and afterwards.